Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display sometimes became unresponsive. Reportedly, the customer was able to interact with the pump at the time of the call, and declined to perform troubleshooting with tandem technical support. Additionally, the customer reported an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of room temperature insulin, and after delivering a bolus of 19 units, the insulin gauge decreased from 95 units to 35 units. Additionally, the customer reported receiving a notification that the cartridge was empty; however, was able to withdraw 50-100 units of insulin from the cartridge. There was no reported impact to the customer's blood glucose level.